Event description:
It was reported that during cardiac surgery the cardiosave intra-aortic balloon pump (iabp) had saline enter the unit, an autofill failure and system failure (fault #124, fault #118) occurred. There was a patient involved, but no harm was reported. Information is available that the nurse was injecting heparinized saline solution through the connector on the gas tube side of the catheter. The pump was swapped for another cardiosave unit. The same issue also occurred in the replacement unit, which will be covered in a separate report.

Manufacturer narrative:
(B)(6). Upon completion of the investigation into this event a follow up report will be submitted.